Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the sep8 broke and embolized. The physician did not attempt to retrieve the broken sep8 due to the patient's existing conditions. It was reported that the patient passed away due to a massive pulmonary embolism, and the death was unrelated to the indigo system.